Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had a mix of product type in a pack and shield/cap/stopper is different color/shade or faded before use. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated: "discolor cap". Based on pictures, could be mixed product.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but a photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of incorrect cap color through a corrective and preventive action (CAPA) 134494. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had a mix of product type in a pack and shield/cap/stopper is different color/shade or faded before use. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated: "discolor cap". Based on pictures, could be mixed product.